Manufacturer narrative:
This report is submitted on april 5, 2019.

Event description:
Per the clinic, the patient experienced discomfort and swelling at the implant site and subsequently the swelling was drained.